Manufacturer narrative:
(B)(4).

Event description:
The system was removed due to erosion with a possible infection. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-06037.